Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a bit of urine pooling in the tubing right before the leg bag. Patient believed this was because of the flutter valve and asked how this worked. Bd representative discussed vapor lock with the inquirer and informed the patient that vapor lock could occur after sterilization. Also suggested that patient exercise the bag before use to allow some air flow, and the customer believed this was that and tried the recommendation. Urine was allowed to enter, and then the two flutter piece closed back on themselves. For all anti-reflux systems, if the bag was full or turned upside down, it was possible to have some backflow.

Event description:
It was reported that there was a bit of urine pooling in the tubing right before the leg bag. Patient believed this was because of the flutter valve and asked how this worked. Bd representative discussed vapor lock with the inquirer and informed the patient that vapor lock could occur after sterilization. Also suggested that patient exercise the bag before use to allow some air flow, and the customer believed this was that and tried the recommendation. Urine was allowed to enter, and then the two flutter piece closed back on themselves. For all anti-reflux systems, if the bag was full or turned upside down, it was possible to have some backflow.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to "obstruction in tube, kinked tubing ,wrong tubing dimensions". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.